Event description:
It was reported that after a supply change, the process cartridge indicated empty, and the user believed the fill cannula step was not completed. The user performed a rewind, re-ran the supply change, entered 12 units, and remained connected during tubing fill, after which the agent advised disconnection and completed a tubing fill until drops were observed, with a blood glucose of 145 mg/dl. The issue involved user technique during fill/priming of the tubing component. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with remaining connected to the ilet via infusion set during tubing fill/priming. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.